Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one two-way silicone catheter was received. Visual evaluation noted a tear in the balloon surface measuring 0.2230". No missing pieces were noted. This was a failure, which states that balloon must not be torn. The catheter measured to be 14fr. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be tool with bent core pins. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon on the next day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon on the next day of use.